Manufacturer narrative:
(B)(4). The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing related criteria. The complaint database was reviewed and to date, no other complaints have been reported for this failure mode within this lot. Upon receipt of the device, visual inspection was performed and damage was found. The device was received in 2-pieces. The separation occurred approximately 141mm from the end of the distal tip just distal of the exit port. In addition, the exit port skive was sliced extending up to the end of the separation exposing the microcables, and the inner core wire; a kink was observed on the distal shaft just proximal of the scanner and burr was observed at the end of the distal tip. All the device components were present. The IFU states that "the eagle eye gold is a delicate scientific instrument and should be treated as such. Always observe the following precautions: when inserting the guide wire both catheter and wire must be straight with no bends or kinks, or damage to inner lumen may occur. Do not advance the guide wire against significant resistance. If binding occurs between the catheter and the guide wire while inside the pt, carefully remove both the wire and catheter and do not use. If binding occurs outside of the pt, remove the catheter and do not use. If resistance encountered during pullback, remove the entire system (guide wire, ivus catheter, sheath/guide catheter) at the same time." No further action is required.

Event description:
It was reported that the lesion was 80% stenosed in left sfa. Genicular artery was cto. The ivus catheter was inserted from right sfa approach. Shaft separation occurred when withdrawing the ivus catheter in the artery at pre ivus. The physician felt ivus catheter was trapped while pulling and was removed with resistance. The separated part was collected by using snare, there are no missing parts, and no parts remained inside the pt. As second ivus catheter was not used and the ivus procedure was aborted. It was reported that there was no pt injury due to this event.